Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips were returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006 the lay user/pt contacted lifescan alleging that the one touch ultra was displaying the battery symbol. The med affairs spec. Senta letter 4 days later since the pt cannot be reached by telephone. The pt was unable to test on her meter the day before the call (unk time) because the meter was flashing the battery symbol. The pt stated that the battery was not replaced per the owner's manual (use error) and did not test on any other devices. At the time of concern, the pt was experiencing "low blood glucose" symptoms and admin self-care (at 12:30pm) with orange juice and a "whole meal". It would be helpful to obtain the following: when the pt first noticed the battery symbol, the pt last successful test on her meter, when she attempted to use the meter in relation to when she first experienced the symptoms, the pt's testing frequency, and if she was able to relieve her symptoms with the food/drink. This complaint is being reported because the pt was unable to test, due to use error, when she was experiencing symptoms, the pt relate to being hypoglycemic. However, the pt was able to obtain a meter reading during troubleshooting over the phone. The meter, test strips, and control solution were replaced.